Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with an elevated blood glucose (bg) level of 550mg/dl, and high ketones. Prior to being hospitalized, the customer attempted to treated elevated blood glucose levels by administering a correction bolus. The mode of treatment while hospitalized was not provided, however the customer stated that the treatment resolved the issue. Tandem technical support attempted multiple times to follow up on the customer's status and date of release, however there has been no response.